Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comments that the upper and lower cases were broken and that the battery was not ejecting due to the battery release. Analysis also found that the lower case and battery drawer were contaminated (sticky), that the side bail covers, ring cover, side bails and ring were missing, the lead flex cover and battery drawer o-ring were contaminated, two case screws and the ring cover screw were missing, the liquid crystal display (lcd) was missing segments and the battery contacts were compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the casing standoffs were broken internally on the external pulse generator, causing the case to not align properly. It was further noted that the battery was not ejecting. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the casing standoffs were broken internally on the external pulse generator, causing the case to not align properly. It was further noted that the battery was not ejecting. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.